Event description:
Olympus was informed that the probe broke during an unspecified procedure. There was no pt injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found burned marks on the teflon pad. The grasping section was unable to open due to the detachment of the control handle axis pins.